Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 44-year-old female patient who had essure inserted. The patient had a medical history of esophagogastroduodenoscopy in 2018 and abnormal uterine bleeding, pelvic pain, leiomyoma, alcohol use, cigarette smoker, gastrectomy, cesarean section, small intestine operation, rheumatoid arthritis, neuropathy, fibromyalgia, depression, arthritis, anxiety, parity and multi gravida. The patient had a family history of alcohol abuse, colon cancer, depression, hyperlipidemia and hypertension. In 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, & cystoscopy). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.